Event description:
Uncomfortable- vagina [vulvovaginal discomfort] when I extract (tampons), they are open like a butterfly, which is very uncomfortable [complication of device removal] tampons open like a butterfly [device physical property issue] consumer sent e-mail stating the tampons open like a butterfly when she extracts them. No serious injury was reported.

Manufacturer narrative:
19-oct-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. When I extract (tampons), they are open like a butterfly, which is very uncomfortable [complication of device removal]. Tampons open like a butterfly [device physical property issue]. Consumer sent e-mail stating the tampons open like a butterfly when she extracts them. No serious injury was reported.